Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) alleging that her onetouch select meter had a power issue and would not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged power issue began on (B)(6) 2017, 8:00pm. The patient manages her diabetes with insulin (non- adjuster). She reported that 2 days after the alleged issue began she developed symptoms of hot flashes, nervous and sweats he sought treatment by increasing her novolin insulin dose to 20-30 units from (B)(6) 2017 (daily at 9am & 8 pm) up until (B)(6) 2017 at 9am. The patient also reported she obtained a blood glucose result of 170mg/dl on a clinical meter on (B)(6) 2017 at 9:30 am. At the time of trouble shooting, the cca confirmed that this was not the first time the meter was being used, they were using the correct test strips and there was no misuse of the product. The cca noted that when the patient inserted a new test strip or pressed the power button the meter did not power on. Based on the information provided the battery needed replaced. However, the patient did not have the required battery to replace. The patient's products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs' criteria for a serious injury reportable adverse event after the alleged product issue began.